Manufacturer narrative:
Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for damaged tube with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the device, 5 mlbd vacutainer® brand sst¿ ii plastic tubes with conventional stopper 13x100, had scars on the tube like a scratch and dentation. No injury ot medical intervention.